Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad is fully intact but the keypad symbols were found to be worn. Evaluation revealed that all of the buttons responded appropriately and investigators were unable to duplicate unresponsive keypad. Evaluation revealed that there was contamination found under all key contacts. Unrelated to the complaint, evaluation revealed the lens was scratched device history record review was conducted on 05/24/2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).